Event description:
Caller reported experiencing cgm error 42. There was no adverse impact to the customer's blood glucose level. Caller received assistance from technical support to perform a complete pump reset, successfully resuming the sensor session without further issues.